Event description:
It was reported that the extension set filter leaked during a lipid infusion with the filter being in use for (12) hours in the nursery ICU; (nicu). The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional supplemental need to revise UDI back to UDI (B)(4) of suspect set model 20127e.

Manufacturer narrative:
The customer¿s report of the extension set leaking during a lipid infusion was confirmed and replicated during functional testing. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. An occlusion was also noted by the lab syringe pump module device during functional testing. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. White liquid (lipids) was observed in both set¿s tubing and micron filter. No kinks in the tubing were observed. No abnormalities were observed on the sets during visual inspection. The root cause of the leak was not definitively determined.

Event description:
It was reported that the extension set filter leaked during a lipid infusion with the filter being in use for (12) hours in the nursery ICU; (nicu). The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, section a information was not provided. The customer¿s report of the extension set filter leaked during a lipid infusion was confirmed and replicated on extension set model 20127e during functional testing. Upon visual inspection, no kinks or abnormalities were observed in the tubing. During functional testing, an occlusion alarm was noted during infusion and a leak was observed at the filter vent. Although the root cause of the leak was not definitively determined, the probable identified cause was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Event description:
It was reported that the extension set filter leaked during a lipid infusion with the filter being in use for 12 hours in the nursery ICU. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the extension set filter leaked during patient use.